Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not receive effective stimulation coverage for her pain and her therapy had diminished over the years. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted which resolved the reported issue.

Event description:
Additional information gathered revealed the patient underwent another surgical procedure following explant to have a hematoma removed. Allegedly, the patient lost the ability to move one or both of her legs and underwent rehabilitation for two weeks. In turn, the patient is wearing a brace on her right leg to walk.

Event description:
Additional follow-up information revealed the patient remains in an outpatient facility, is undergoing physical therapy and continues to have right leg foot drop and weakness to both lower extremities. Additionally, it was reported the patient has been wheelchair bound but as of now has begun walking with a walker. It was also reported the facility noticed drainage from the patient's incision site. As a result, the patient received antibiotics and her stitches were removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.